Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the plunger was withdrawn, only the white suture was pulled from the device. The device was removed and hemostasis was achieved using manual compression. During device evaluation in 2008, a posterior foot break was found. There were no reported pt sequelae. No additional info available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found a portion of the posterior foot broken off and not returned and a posterior cuff miss had occurred. There was no bend set on the posterior needle and the anterior cuff was engaged to the anterior needle tip. No manufacturing issues were detected. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.